Event description:
It was reported that during a coronary stent procedure of a pre dilated rca lesion, the physician experienced difficulty crossing the lesion. An s670 stent was implanted in the proximal rca and a second s670 stent in the mid rca. The nir elite was being advanced to be deployed distal to the mid rca s670, but could not cross the lesion. The lesion was dilated again with another balloon catheter and the physician was still unable to cross the lesion. The shaft of the catheter broke while attempting to cross the lesion. Another manufacturer's stent was used to successfully complete the procedure. No patient injuries or complication occurred.